Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 573 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be possibly related to the site. The customer changed the infusion set and used another site location. However, another occlusion alarm occurred. The customer was to try using cartridges from another box.